Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down due to low battery power and the customer was unable to turn the pump back on. During troubleshooting it was determined that the customer was incorrectly attempting to turn the pump back on. The pump was successfully turned back on and insulin delivery was resumed. In addition, customer experienced low blood glucose levels (67 mg/dl). Customer stated they did not believe low bg was due to the pump or supplies. Customer consumed carbohydrates to stabilize blood glucose level.